Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/08/2019. A manufacturing record evaluation was performed for the finished device lot mkh448, and no non-conformances were identified. Additional information was requested and the following was obtained: what do you mean by " it snapped "?----did the needle break into 2 pieces on the needle body? Or did the whole needle separate /detach /pull off from the whole suture thread? Or did the suture thread break into 2 pieces? The sutures were mounted on a needle holder then a bite of aorta was taken, on remounting the needle once it had passed through the artery wall the needle holder was lifted upwards to pull the suture length through the tissue and the suture material snapped mid way once under the slightest of tension ¿ this happened during one case with 6 x sutures all from the same batch. The box of sutures was opened from new for this case. Confirm the specific number of devices (total qty actually involved with reported issue) that failed during use on one patient / during one procedure ? See above. Was this issue noticed with multiple patients / procedures? If yes--- confirm the specific number of patients/procedures? 6 sutures for 1 case. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number ? No. If this reported issue happened during one case with 6 x sutures all from the same batch, were all 6 reported to have same issue? If yes ,please confirm the issue (referring to q1). All sutures sharing that batch number where then removed. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Note: events captured in 2210968-2019-87028, 2210968-2019-87029, 2210968-2019-87030, 2210968-2019-87031 and 2210968-2019-87034.

Manufacturer narrative:
(B)(4). It was reported that the device had performance breakage suture. It was received for analysis an empty opened box and three unopened samples of product code w8849, lot mkh448. During the visual inspection of the three unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the tensile strength force was above the minimum requirement. Also, no needles breakage was observed. The samples were tested by resistance test to needles and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 6 device issues captured in reports 2210968-2019-87028, 2210968-2019-87029, 2210968-2019-87030, 2210968-2019-87031, 2210968-2019-87034. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by " it snapped?" Did the needle break into 2 pieces on the needle body? Or did the whole needle separate /detach /pull off from the whole suture thread? Or did the suture thread break into 2 pieces? Confirm the specific number of devices (total qty actually involved with reported issue) that failed during use on one patient / during one procedure ? Was this issue noticed with multiple patients / procedures? If yes--- confirm the specific number of patients/procedures? Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number ?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. During the procedure, the needle snapped. There were no patient consequences reported. Additional information has been requested.